Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window and cracked case display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump is scratched. The insulin pump will be replaced. Nothing further reported.